Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4034 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided.

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample, and the connector pieces were returned not assembled. A microscopic observation revealed no damage on the returned connector pieces. The connector pieces were assembled, and no audible click could be heard when the two pieces were connected. An attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with little to no resistance. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.